Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lv lead remains in use. It was also reported that the device reached elective replacement indicator (eri) approximately two years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 implantable pacing lead 2006 (B)(6); 6949 implantable tachy lead 2006 (B)(6). (B)(4).